Event description:
It was reported that stent damage occurred. The patient presented with dizziness and angina pectoris. The 90% stenosed, 2.75x38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x38mm promus element plus drug eluting stent was advanced for treatment. However, during the procedure, it was found that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The patient presented with dizziness and angina pectoris. The 90% stenosed, 2.75x38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x38mm promus element plus drug eluting stent was advanced for treatment. However, during the procedure, it was found that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.